Event description:
The customer reported the iris collimator closed down without command. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.